Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that multiple loss of prime warnings were emitted after the cartridge was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 02/10/2014-device evaluation:the cartridge has been returned and evaluated by product analysis on 01/27/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation:the cartridge has been returned and evaluated by product analysis on 01/27/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 3 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following results:a review of the pump¿s history showed pump not primed warnings due to non-zero force. The pump was able to successfully pass a priming sequence during testing. The force sensor was found to be in calibration. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no damage was found to the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.